Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement x-ray tube shipped to site 09/03/2015. No parts have been received by manufacturer for analysis. On 09/08/2015 a medtronic representative performed an imaging system check-out, mechanical, safety inspection, software and cable grade areas passed. Imaging modalities test failed. Found high voltage cracking sound during 3d spins inside gantry rotor, followed by generator overload error messages across monitor- suspect faulty x-ray tube. Replaced and calibrated new x-ray tube. Issue resolved. System performed as intended. On 09/10/2015 a medtronic representative, following-up at the site, reported the surgery was abandoned. They wanted to do it minimally invasive and decided to stop because they could not proceed in that manner. The patient was already under anesthesia. They had already done a stab incision and placed the percutaneous pin for the reference frame. It was not confirmed if/when the case was re-scheduled. On 09/10/2015 a second medtronic representative, following-up at the site, reported a faulty x-ray tube was replaced and the imaging system is back in service. Result code used to address the faulty x-ray tube. There was not a code to specifically identify this part.

Event description:
A medtronic representative reported that, while in a spine procedure, they took an anterior posterior (ap) shot, then tried taking the lateral shot and heard a loud pop. After the pop, a burning smell was detected. An error message came up on the mobile viewing system (mvs) "image frame rates are below recommended levels, please reconnect the o-arm....". In trouble-shooting, they disconnected the umbilical cable, re-started the system and re-connected the umbilical cable. After this, the image acquisition system (ias) was beeping consistently, and the pendant displayed "initializing, please wait". The surgeon opted to abandon the procedure.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that testing was unable to confirm the reported issue. The device was installed tube in test system and was able to perform gain calibrations as well as use the tube for 4 days for both 3d and 2d imaging. During this time, no arcing sound or otherwise abnormal sound was noted. During use, no overload or or other generator errors occurred. No problem found. As previously reported the device was replaced to resolve the issue.

Manufacturer narrative:
This event and the system history was reviewed by a senior quality engineer and senior service manager. The original investigation resulted in the understanding that the popping sound was the tube arcing and that is why the tube was replaced. After further investigation it was realized that the issue was due to low motion batteries that would cause the system brakes to be apply suddenly causing the popping sound. The batteries have since been replaced and it was reported that the noise hasn¿t reoccurred.

Manufacturer narrative:
Since an incision had already been made when the surgery was aborted, this should have been filed as an adverse event and product problem.